Event description:
During a laparoscopic hysterectomy, the insert at the distal tip of the cutting forceps fell out into the pt. The insert was retrieved with no pt injury. The case was completed with another like device.

Manufacturer narrative:
The complaint was confirmed. The flare was recovered and returned with the device. The flare was cut lengthwise with another nick observed on the proximal edge. The device was received in a very dirty condition. The ratchet was locked in the on position. The jaw electrodes have slightly cracked insulation.